Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor 3mh009u2tyw has been returned and investigated. The sensor plug is properly seated and no physical damage is observed on the sensor patch. The sensor plug was properly seated, and no damage observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no failure modes were observed. The accuracy test failed and the returned sensor was sent for further investigation. An extended investigation has been performed on the returned product. The corrosion observed upon investigation was caused due to liquid ingress on the sensor puck pcba (printed circuit board assembly). Attempted to extract sensor data however sensor patch data was not loaded on the patch reader software due to sensor security decrypt command failure error being observed. Unable to reprogram the sensor because the sensor data still could not be extracted with the evaluation module (evm). The returned battery was measured to be within specification. The asic (application specific integrated circuit) on the returned puck re-flowed and attempted to scan sensor with evm however no changes were observed, and the security decrypt command failure error still persisted. Mix-match testing with a known good asic was performed. Attempted to scan the returned pcba with a known good asic, however data still could not be extracted with evm. An accuracy test was performed on the known good pcba with the returned asic. Accuracy test passed indicating that all electronics are functioning properly. However unable to test the returned sensor patch due to the observed error. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.